Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a disconnection of the ccd cable. This disconnection most likely occurred due to the imaging cable interfering with the curved frame due to some overload applied to the curved part, and thus the cable became disconnected. The event can be detected by following the instructions for use which state: "confirm that the endoscopic images are normal. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Adjust the brightness level as appropriate. Confirm that the endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that when the subject device was plugged in, a black screen appeared. The reported issue occurred when they were preparing the device for use in an unspecified procedure. The intended procedure was completed using another device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, the reported issue was confirmed and found to be caused by a damaged charge-coupled device (ccd) unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.